Manufacturer narrative:
The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for guidewire separation because the sample was not returned for assessment. Without a sample and context around the breakage of the guidewire, the cause cannot be determined. Historically, guidewire separations have occurred due to pulling the guidewire back through the needle or due to high tensional forces during withdrawal. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
Terumo medical received an FDA medwatch report # mw5158312. The event description states: "cerebral angio and smatxi via right radial approach done. Piece of wire was retained during the procedure. Attempts made to fish out some of the wire piece by making the nick larger and some was retrieved but not all. Fluoro image shows the wire remnant appears to be extra-arterial compared to indwelling sheath. Vascular surgery consulted for retained wire at right radial access site. Duplex scan: the right radial artery appears to be occluded. There appears to be a shadow noted in the distal forearm that is possibly intra-arterial in the radial artery of the right upper extremity. On (B)(6) 2024: to operating room for right radial cutdown, removal of retained wire."